Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture two days post implant procedure. It was noted that the patient experienced dizziness and loss of pulse. The rv lead was at first reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.